Event description:
The caller reported an issue where no drops of insulin were observed at the end of the tubing during the filling step of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took a corrective action by administering a correction injection via multiple daily injections (mdi). Technical support educated the customer on completing the cartridge air removal step and assisted in filling a new cartridge correctly. The issue was resolved by replacing the tubing and site, and the customer successfully resumed insulin use without requiring third-party assistance.